Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced bleeding during sensor insertion. The sensor was inserted into th abdomen on (B)(6) 2018. The patient stated they help pressure and ice on the sensor insertion site and went to the emergency room (ER). The doctor at the ER used liquid bandage to cover up the affected area. At the time of contact, the patient was healed. No additional patient or event information is available.